Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced symptoms of dizziness and lightheadedness. The patient was brought into see the physician, and it was determined that the crt-p had entered safety mode. There was no reported pacing inhibition greater than two seconds. The patient was admitted to the hospital, and the crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p was expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced symptoms of dizziness and lightheadedness. The patient was brought into see the physician, and it was determined that the crt-p had entered safety mode. There was no reported pacing inhibition greater than two seconds. The patient was admitted to the hospital, and the crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p was expected to be returned for analysis.